Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information and helping the customer reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear.